Manufacturer narrative:
The company service representative examined the system and did not find any problems. The software was updated. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.

Event description:
The facility risk manager reported a corneal burn occurred. Four sutures were required to seal the wound. The surgeon stated, the patient had a very hard congenital cataract (+4 to +5). The patient had glue and a bandage contact lens applied the following day. The patient is currently listed as stable and doing well.